Event description:
During routine testing of the device, the service engineer reported, the assembly level detector on the safety monitor could not be used with the level sensors. No other details regarding the event were provided. Since the event occurred during routine testing of the device, there was no pt involvement during this event.

Manufacturer narrative:
Eval anticipated, but not begun.